Event description:
During a surgical procedure, the pt was under anesthesia and the user had difficulty ventilating them. The user determined that the elbow connector to the breathing circuit had extra plastic which decreased the diameter of the tube, so the pt could not be ventilated.